Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm (no disposable) if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that an no disposable alarm went off. According to the reporter there was 7.8 milliliters of medication left in the cassette, indicating that the patient did not receive the whole treatment. No patient injury was reported.